Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hypoglycemia. The customer's blood glucose level was 50 mg/dl at the time. The customer also reported that she received calibration not accepted and change sensor alerts. She declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.